Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The details of the lesion are unk. The 1.5x8mm apex push monorail balloon ruptured. It was unk how many inflations and to what atmospheres occured. The device was removed intact. The procedure was completed with another of the same device. The pt status is listed as good with no complications reported. Add'l info was requested, however, there were no more details provided.